Event description:
It was reported that the remb electric wiredriver was running without being triggered. Additional information has been requested from the user facility.

Event description:
It was reported that the remb electric wiredriver was running without being triggered. Additional information has been requested from the user facility.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Manufacturer narrative:
The reported failure could not be duplicated and no components were identified which would have likely caused or contributed to the reported failure. As the device was a loaner unit, it was serviced for preventive maintenance and returned to stryker stock.